Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The radio frequency controller has returned and an analysis has been completed. The manufacture date of the radio frequency controller is 04/2010. Device history record (DHR) review was conducted for both the disposable device and rfc. No abnormalities were noted. Currently, unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
During sounding of the uterine cavity with a non hologic device in preparation for a novasure endometrial ablation, the pt experienced bradycardia (rate unk). The pt then went into cardiac asystole at the beginning of the rf ablation cycle. Ablation was stopped, the disposable device was removed, and CPR (cardiac pulmonary resuscitation) was done for 2 minutes. Additionally, atropine (dose unk) was administered. The pt remained in the hospital overnight for observation. While there she developed a "low grade fever" (degree unk) and antibiotics (medication unk) were given. She was discharged home on (B)(6) 2010. On (B)(6) 2011, the physician reported the pt is "doing well".